Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies were found.

Event description:
It was reported that the recent carelink transmission for the implantable cardioverter defibrillator (ICD) device showed extra markers on the electrogram (egm). Therefore reprogramming of the ICD took place and the device remains in use. No patient complications have been reported as a result of this event.